Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "stop recognizing the battery" which was not reproduced. The reported condition was verified. The cause was determined to be the contact damage. The module was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery b/g contact seemed to be worn down enough that the pumps would suddenly stop recognizing the battery was plugged in during testing. There was no patient involvement. No additional information is available.